Manufacturer narrative:
Updated fields:b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No service or repair was performed, because the issue reportedly resolved after turning the device on the next day. The unit is functional and has no additional issues.

Event description:
N/a.

Event description:
It was reported that during patient treatment, the cardiosave intra-aortic balloon pump (iabp) display was flickering and distorted. There was patient involvement, but no harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address- (B)(6). Event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use,cardiosave intra-aortic balloon pump (iabp) had display flickering and screen shaking.